Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements. Noise and oversensing were also observed that resulted in pacing inhibition with no asystole. Boston scientific technical services (ts) was consulted and recommended further testing. No adverse patient effects were reported. At this time, this device system remains in service.